Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited out of range pace impedance measurements and noise. The patient was in clinic, and during the device check, the health care provider was unable to see the out of range impedance measurements on the programmer. The impedance measurements were checked in clinic and were within range, and the noise was also able to be reproduced with isometrics. Boston scientific technical services (ts) explained how the impedance measurements are stored and that electromagnetic interference (emi) can cause impedance measurements to be inaccurate. The health care provider also noted that the right atrial (ra) lead from another manufacturer had exhibited out of range pace impedance measurements. The system remains in service. No adverse patient effects were reported.